Event description:
It was reported that the patient experienced regularly power disconnection alarms although cac adapter was connected; simultaneous discharge of both batteries three times; controller malfunction after the patient changed one empty battery and the second battery was fully charged. There were no consequences to the patient reported. The pump remains implanted.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The devices were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Thorough external visual inspection of the devices revealed no signs of physical damage or contamination. Analysis of the battery charger and bac adapter indicated that these devices performed as per specification. Analysis of (B)(4) revealed that the devices met specifications; the batteries passed visual inspection and functional testing. Analysis of (B)(4) revealed that the device failed to meet specifications; functional testing revealed that (B)(4) failed due to a faulty cell pair which likely contributed to the reported event. Log file analysis revealed previous instances of premature power switching events with associated critical battery alarms, however, not on the reported event date. This observation is considered to be an incidental finding not related to the reported event date. The most likely root cause of the reported event is a faulty internal cell pair. Heartware has opened an internal investigation to evaluate these types of issues. No additional information will be forthcoming.

Manufacturer narrative:
Pump remains implanted. All peripherals were returned to the manufacturer for evaluation. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings.